Manufacturer narrative:
The device involved was not returned to the MFR as it was disposed of by the distributor after taking a picture. No investigation was performed, as this is a known issue with neobars manufactured on this date. Due to concerns of the neobars dislodging from the adhesive tabs, the manufacturing of all neobars has since changed to include a welding procedure and no reports of tab separation have been reported to this day. This is the final report.

Event description:
A report was received that the plastic bar of the et tube holder separated from the adhesive tab on the 1st day of use. "The patient did not get serious damage"